Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damaged keypad traces. No button error alarm noted during testing. No moisture damage found inside the insulin pump. The insulin pump received with cracked display window corner, reservoir tube lip and minor scratched display window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the up arrow button was stuck. The customer's blood glucose was 215 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.